Event description:
Philips received a complaint on the heartstart xl+ indicating that the upper part of monitor screen has abnormal display. No patient involvement at the time the issue was discovered. The reported issue was evaluated by third party, based on the information available, the reported problem was not confirmed, customer found third party to repair the device, philips service was not required by customer, no evaluation was performed by philips. Customer refused service from philips and wanted to ask third party for repair. No further information for the cause of the reported problem and resolution was provided. The investigation concludes that no further action is required at this time.